Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device would not rotate, had sticky triggers, worn coupling head, and markings/labeling that were difficult to read. It was further determined that the housing was worn, electronic control unit, electric motor had no power and internal components were corroded. Therefore the reported condition was confirmed. It was determined that the housing was worn from normal use over time (markings/labeling were difficult to read). It was determined that the electronic control unit and electric motor had no power and internal components were corroded due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the small battery drive device was broken. During in-house engineering evaluation, it was found that the device would not rotate and had sticky triggers, worn coupling head, and markings/labeling that were difficult to read. It was further noted that the housing was worn, electronic control unit and electric motor had no power, and internal components were corroded. The event was not related to surgery. There was no patient involvement. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.